Event description:
It was reported that the right ventricular (rv) lead had increased and high impedance and high threshold. The threshold alert was increased and the rv lead remains in use. The patient is enrolled in the systems longevity study. No patient complications have been reported as a result of this event.

Event description:
It was reported that the right ventricular (rv) lead had increased and high impedance and high threshold. It was later reported that the rv lead also had oversensing. The threshold alert was increased and the impedance alert was disabled. Additional information has been requested regarding any intervention taken, however it is not available and the rv lead remains in use. The patient is enrolled in the systems longevity study. No patient complications have been reported as a result of this event. On (B)(6) 2014, it was further reported that the rv lead experienced non-capture at any output resulting from a possible fracture. The rv lead was capped and replaced successfully.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular (rv) lead had increased and high impedance and high threshold. It was later reported that the rv lead also had oversensing. The threshold alert was increased and the impedance alert was disabled. Additional information has been requested regarding any intervention taken, however it is not available and the rv lead remains in use. The patient is enrolled in the systems longevity study. No patient complications have been reported as a result of this event.

Event description:
It was later reported that the rv lead was partially explanted due to fracture. The defibrillating lead was first described as being fractured during procedure. This lead conductor fracture was visually observed during the explant procedure. Remaining portion of rv lead abandoned